Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were bubbles in her tubing. The patient's blood glucose was 288 mg/dl. The customer mentioned that the insulin was not stored at room temperature. The customer was advised to change her set. The reservoir will be returned for analysis.